Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-04216. It was reported the patient experienced ineffective stimulation, and it was revealed the lead had migrated out of the epidural space (please see MFR. Report#: 1627487-2018-04324). During the lead revision on (B)(6) 2018, it was discovered that one of the tails of the lead was loose in the ipg header. When the physician pulled slightly on the tail, it fell out of the header. He reconnected the tail, and diagnostics revealed high impedances. The physician opted to explant and replace the lead, resolving the impedance issue.